Event description:
The customer reported that the audio alarm was not functioning during extended self-test. The nellcor puritan bennett customer support engineer could not duplicate the customer reported problem. However, the customer support engineer replaced the audio alarm assembly as a precautionary measure. The unit passed extended self testing. The customer stated no pt involvement during the event. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.